Event description:
During the procedure it was noted that the robotic permanent cautery hook instrument was broken while inside the patient. All pieces were recovered without any injury to the patient.